Event description:
The customer reported obtaining a false positive result on an employee using the binaxnow covid-19 ag card - professional kit on (B)(6) 2025. Additional testing was performed using different brand (unknown brand) of test on an unknown date which yielded negative result. The customer confirmed that the employee was asymptomatic. Although requested, no additional information including treatment and outcome was provided.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported obtaining a false positive result on an employee using the binaxnow covid-19 ag card - professional kit on (B)(6) 2025. Additional testing was performed using different brand (unknown brand) of test on an unknown date which yielded negative result. The customer confirmed that the employee was asymptomatic. Although requested, no additional information including treatment and outcome was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.